Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system experienced faults and the procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the distributor field service engineer (fse) and obtained the following additional information: the customer reported that the issue occurred during a partial nephrectomy procedure. The customer confirmed that ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The customer reported that during set up of the system the weekend before the case, the patient side cart (psc) was not connected to the power outlet, which caused an error that stated that the battery was not fully charged. It looked like the psc was charging and that there would be no problems during the case. The customer confirmed that the patient tolerated the conversion to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse had replaced the patient side cart (psc) battery due to an error, but the problem persisted. The fse then replaced the system power manager (spm) and after replacing the spm, the battery started to charge. The fse also replaced the universal surgical manipulator (usm) due to errors. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The spm was analyzed and the reported errors and the patient side cart (psc) charging failure could not be reproduced, however, the errors were confirmed and verified via the error logs and system logs. The spm assembly unit was installed and tested on the final test system. It was programmed and the system started at a normal mode with no errors and failure message. The technician tested the spm assembly charge feature by depleting the battery down to 1 solid green led light. The psc was left powered on idling in normal mode for 2 hours to test the charge feature of this spm assembly unit and it passed with all 3 green solid leds lighted. This spm charge feature passed the test within the 2-hour threshold. The technician tested the psc cart helm control on both ac mode and battery mode, and it passed. Additionally, the errors were pointing to usm compute engine (uce) 2 node and it is not a battery related failure. This spm assembly unit issue was confirmed through error and system logs but not replicated. The usm was returned to failure analysis. The errors were confirmed via logs, pointing to degree of freedom (dof) 3, and the issue was replicated in-house. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house psc fixture test platform (pftp) where it triggered a test error on the pitch chipencoder virtual absolute (cva) characterization. A gold pitch cva printed circuit assembly (pca) was installed and passed. The complaint was confirmed based on the field evaluation and failure analysis.